Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
Patient reported, that they have two teeth that have chipped. These are new chips that were not there prior to aligner treatment. Patient has scheduled dental appointment to have these repaired as recommended by their dentist to prevent further damage. Requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.